Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the mouse for the navigation system became unresponsive. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: in addition to the mouse becoming unresponsive, a couple of times, the mouse just required a hard reset or would shut down. Also, the navigation system also completely shutdown (turned to black) during use. The representative did not know if there was a particular task performed at the time but I did know the navigation system was plugged into a functioning mains power point correctly.